Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump settings indicated the pump completed prior to the anticipated completion. User was unable to determine the cause. It was noted that the medication bag still had medication in it. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.